Event description:
Customer reported the system is displaying a "bad iris pot" error code. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the floppy drive and iris potentiometer. System operates as intended.